Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient has been diagnosed with rare cancer, coughs up blood, headaches, dizziness, difficulty breathing, and device not functioning. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The internal aspect of the device was inspected. The device powered on and airflow was confirmed using a known good power supply and power cord. The device's downloaded logs were reviewed by the manufacturer. There were two errors found. The errors logged were one instance of e-83 (err_fsens_unable_to_obtain_bus), a reboot error and one instance of e-106 (err_heated_tube_max_temp), a continue error.  These errors were not reproduced with continued usage and do not impact this investigation.  Care orchestrator data shows a compliance rate of 1.1%, and a fixed humidification setting of 1. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.